Event description:
Over the last six weeks, our ambulatory care center (acc) staff have had multiple issues with the baxter one-link catheter extension sets. A few times a week staff is finding that these IV extension kits are occluded and not allowing fluid to flow freely through the IV catheter. Acc is the only known department to use this product in the hospital, so I am unsure of this is happening elsewhere. This problem delays patient care, especially in an urgent situation.